Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue began on (B)(6) 2016 at 8:20pm. The patient informed the csr that she does not take any medication to manage her diabetes and claimed she continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that 20 to 30 minutes after the alleged issue stated she became "dizzy and was blanking out". He patient denied receiving any medical intervention as a result of the alleged issue. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr educated the patient on the meter's behavior and auto-shutoff and the alleged meter issue remained was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.